Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided instructions to reset the pump, assisted the caller with the reset, and ensured the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller understood.